Manufacturer narrative:
(B)(4). G2: foreign: taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the surgery, the blue plastic on the stem inserter broke. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9; g3; h2; h6 visual examination of the returned product identified strike plate, handle, and body show scratches and indentations from previous use. Blue plastic sleeve was not returned with the device. Epoxy is present on distal end. No other damage was noted. Device has an approximate field age of 3.5 years. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h3; h6. Visual examination of the provided picture identified the blue sleeve component is missing from the tip. Device not returned, therefore further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.